Event description:
It was reported that the patient spinal cord stimulation (scs) leads had high impedances. It was noted that the patient had a stroke and is in the hospital. Uknown if the stroke was device related.

Manufacturer narrative:
Block d2b: pro code (product code): qrb. Additional suspect medical device component involved in the event: model number/catalog number: sc-2317-70. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: infinion cx lead kit, 70cm. Unique identifier: (B)(4).